Event description:
Dear FDA reviewer, I am writing to formally express my concern regarding the performance and reliability of the dexcom g7 continuous glucose monitor (cgm), a device approved for use in managing diabetes. I am a current user of this system and have experienced multiple troubling incidents in which the device's reported glucose levels deviated significantly from my actual blood glucose readings--sometimes by more than 120 mg/dl. One particularly alarming incident occurred when the dexcom g7 showed a stable reading of 138 mg/dl, but upon conducting a manual blood test, I discovered that my actual glucose level had plummeted to 41 mg/dl. This kind of inaccuracy poses serious health risks, as it prevents appropriate corrective action from being taken in time. The device failed to warn me of this drop, which could have resulted in severe hypoglycemia or loss of consciousness. Additionally, I have had repeated experiences where the monitor incorrectly reports that I am low for extended periods during the night, creating unnecessary panic and severely impacting my sleep and quality of life. In these instances, my manual checks consistently show that my blood glucose levels are within a normal range, and that the cgm's low alerts are entirely inaccurate. When I contact dexcom's customer support, I am routinely instructed to calibrate the device every ten minutes until it "catches up" and displays accurate readings. This is neither practical nor safe. A medical device meant to offer real-time monitoring should not require this level of manual intervention to function properly. I am deeply concerned that the device's inaccuracies undermine its intended purpose: to support effective diabetes management. I urge the FDA to investigate the accuracy and reliability of the dexcom g7 and to require that dexcom implement improvements that ensure patient safety, especially in life-threatening scenarios like undetected hypoglycemia. Thank you for your attention to this critical matter. I hope the FDA will take action to ensure the safety and well-being of all individuals relying on continuous glucose monitors for daily health management. Sincerely. My monitor said that the results were 338 and rising fast. When I did the blood draw my glucose was 230, and falling. This has been happening for about 4 months. Inaccurate readings. In march I dropped to 41 but my monitor never alerted me till I had dropped to 54.